Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user sustained a trauma to the right implant site around (B)(6) 2019. The user has hearing sensation on only 1 electrode channel.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user sustained a trauma to the right implant site circa on (B)(6) 2019. The user has hearing sensation on only 1 electrode channel.